Event description:
The manufacturer has been informed of the passing of a patient who had been using a dreamstation auto CPAP device. The caller stated the device was discarded and cannot be returned. No further details were provided, and there is no indication that the device was related to the patient's death. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.